Manufacturer narrative:
Preliminary investigation findings extracted from equipment service documents were sent in the initial report for the system monitor involved in this event (MFR # 2916596-2020-06122, aware date of 04dec2020). The equipment service documents noted pcb damage and a dysfunctional system monitor screen. Further investigation, completed on (B)(6) 2021, revealed that pcb damaged existed in both the system monitor and power module. Prior to completion of this investigation, it was not confirmed that pcb damage existed in both units. Manufacturer's investigation conclusion: the reported event, of the system monitor screen not responding to touch while setup with the power module, was confirmed. A non-operating electronic component on the power module pcb assembly (pm board) was found; the component (transceiver ic - reference designator: u19) is on the monitor/non-isolated patient side of the pcb assembly. The failure does not affect the display - but the touchscreen will not respond to touch. The specific reason for the component failure was not determined as part of this analysis. The bottom housing was damaged and replaced also. The front of the bottom housing was cracked on both left and right sides. The housing feature that holds the retention latch clip onto the bottom housing was broken - making the retention latch unusable. The backup battery cable assembly was replaced ¿ as a current revision part (streamline battery cable assembly) was installed. The repaired unit was returned to the customer. The power module assembly (pn (B)(4)) was built in jun2012. The top assembly (pn (B)(4)) was packaged and placed into inventory on 13jun2012. The unit was sent to the customer on 24jul2012. The pm pcb assembly (pm board) was installed in the unit when it was built. Power module and system monitor setup, use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU), the heartmate ii lvas IFU and the heartmate power module instructions for use. Power module alarms are addressed in the heartmate 3 lvas IFU and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module had no communication with pocket controller. The system monitor had a white screen. Both units were returned for investigation. The investigation revealed that the system monitor and power module had printed circuit board (pcb) damage. Related manufacturer report number: 2916596-2020-06122.